Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing a over stimulation in the back and legs. Reprogramming was attempted, but not successful. Due to the issue, surgical intervention may take place.

Event description:
It was reported that the lead was explanted and replaced on (B)(6) 2018. Patient reports effective stimulation. The shocking issue is resolved.